Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that both the disposable intracranial aspiration catheter react 71 and microcatheter rebar 18 we re used. The cause of the resistance was not determined. Catheter resistance occurred in the middle section. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the healthcare provider (hcp) was performing thrombectomy on the patient. After react-71 was in place, the surgeon selected an sfr-6-30 stent for aspiration combination. When pushing it through the microcatheter 105-5081-153, there was great resistance during the pushing process and it couldn't be pushed at all. For the safety of the operation, the stent was removed. A new stent was selected and successfully put in place, and the thrombectomy was successful. There was resistance during the delivery in the procedure. The vessel was not tortuous. The resistance occurred in the proximal section of the catheter. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke in the terminal of internal carotid artery. It was noted the patient's vessel tortuosity was minimal. Modified rankin scale (mrs) score baseline 5, procedure 4. National institutes of health stroke scale (nihss) baseline score 18, post procedure 14. Tici baseline score 0, post procedure 2b. IV tissue plasminogen activator (tpa) was not contraindicated. There were two passes with the device. Stroke onset to reperfusion time was 6 hours.